Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate. No patient's ethnicity and race were provided. There was no harm to the patient. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate. There was infection at the implant site, granulated tissue around the implant, and general bone loss. The patient also had implant placement in previously/simultaneously grafted site. She had bone type ii and no pre-existing conditions.

Manufacturer narrative:
Corrected information: section b1: this information is updated as it was omitted at the initial submission. Section d4: this information is updated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and this batch showed a failure at the minimum dose in the sterilization process. It was determined that the affected products are safe to use. All other part met all the criteria called for in the production router. Stock product reviewed: n/a -as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned part was confirmed to be a hahn tapered implant ø3.5 x 8 mm by using the radiographic template. The implant also hasa cover screw attached. No defects or abnormalities were observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health,peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.